Manufacturer narrative:
UDI number: (B)(4).

Event description:
It was reported that inhibition of pacing due to myopotential oversensing was observed via review of electrograms. Programing changes were discussed. Patient monitored will continue with routine follow-up.